Event description:
It was reported that the handpiece was giving an error 3 handpiece error in a case. It was not reported how the case was completed. No reported patient consequence.

Manufacturer narrative:
Analysis summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.